Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of tip of the scope connector left in the connector part was confirmed. Additionally, there was a lack of light from the scope due to lens damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address - (B)(6).

Event description:
The customer reported to olympus, the video system center was inspected prior to use and during inspection it was observed that the tip of the scope connector remained in the connector part. The issue was found during reprocessing and the therapeutic procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was caused by leaving the scope connector tip. However, the specific cause was not established at this time. Olympus will continue to monitor field performance for this device.